Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with sugar. Customer also reported that they are unable to enter auto basal . The customer was assisted with troubleshooting but issue has not resolved. The product was not returned for analysis.